Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an mr290 autofeed humidification chamber caused excessive condensation in the inspiratory limb of an rt200 breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The hospital reported that they were experiencing excessive condensation in a set-up which included the mr290 autofeed humidification chamber. The hospital reported that when they replaced the chamber, the condensation issue was resolved. The mr290 chamber is a storage container for water and does not have any effect on condensation within the breathing circuit. Method: the returned humidification chamber was tested to see if the excess water in the breathing circuit was related to overfilling. Results: when the humidification chamber was attached to a water bag and tested, the chamber filled to the appropriate level and did not exceed the maximum fill line. Conclusion: no fault was found with the complaint chamber as it operated properly during testing. Condensate in the humidification system is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. A number of environmental and set-up conditions can influence the occurrence of condensate within the tubing. The cause of the condensation could not be determined in the case, however, the hospital reported that the issue has been resolved. It is possible that the environment or set-up was adjusted when the chamber was replaced, thus, correcting the reported condensation problem.